Manufacturer narrative:
Additional information received by the manufacturer on 7-feb-2017 indicated that the catheter shaft was not broken but deformed. In addition, analysis of the device did not reveal any breaks or leaks to the catheter shaft thus confirming the update provided by the customer. Based on review of this information, the manufacturer has determined that this event no longer meets the requirement of the reportable event for the device in question. This current report represents the initial and final report for this event. The original initial report number ¿0002134265-2017-00006¿ for this event should be deleted from the emdr system. The information contained within this report represents information contained in the original report number listed above and any supplemental information gathered that was not previously provided to FDA. The information in this current report was not provided as a supplemental report to the original report number listed above because the original initial MDR report number may now considered a duplicate report number by FDA¿s emdr system.

Event description:
Before the procedure, it was found that the subject catheter was broken. So the subject catheter was not used. There were no reported clinical consequences to the patient due to this event. No further information is available.